Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated with pump and in hospital was on insulin drip now on sliding scale. Customer's current blood glucose value was 276 mg/dl and the blood glucose was 714 mg/dl at the time of incident. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) at 12:14pm. The blood glucose value when admitted to hospital was . Mg/dl. The customer complained and cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer assisted to perform the high pressure test and result were passed and showed no delivery and also performed displacement test which was passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.